Event description:
Damage to a tandem charging cable was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer technical support arranged to replace the damaged charging supplies via 2-day shipping.